Event description:
The customer called into philips to report they want the part number for the paddles as the current paddles are cracked. There is no reported patient involvement / adverse patient impact.